Manufacturer narrative:
This issue is due to a new encryption key within any ulys, edis and gali programmer files (.cso) to respond to cybersecurity rules. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the date of device implantation is unknown as file is not complete. Impossible to see the file on a tablet, or on computers.